Event description:
The patient reported that the pump was resetting itself without intervention.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy. Evaluation also demonstrated that the reported condition could be duplicated if the battery cap was not securely tightened to the pump.